Event description:
Instrument failure - using this driver to put in the baseplate and the tip of the driver broke off into the implant, broken fragmented pieces left in the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
See d4 lot number, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2024-02007; 804-03-022, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the reported instrument was returned to surgical, and examination shows the tip broken off confirming the event.